Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
International customer reported having a ventral hernia repair with device implant approximately five years ago. The patient developed a scar/surgical site effusion at an unspecified time following surgery. The patient returned to surgery, and the mesh was subsequently explanted. No further information was provided.